Event description:
Additional information was received stating that the patient was having seizures every day. The patient has not been re-implanted to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed the device met all final testing specifications and sterilization standards prior to distribution.

Event description:
The vns device was explanted on (B)(6) 2013 due to an infection. Additional information was received from the patient on (B)(6) 2013. The patient stated that she had the vns implanted in her chest a few weeks ago, and last week it got severely infected insider. The patient had to do a rush surgery to have the vns removed and spent three days in the hospital. Per the patient, she developed a bacterial infection from the piece. The patient stated that she had to stay in the hospital to make sure the bacteria was gone. The patient states that she was given antibiotics and "fluids". Attempts have been made for additional information from the physician; however, they were unsuccessful. No other information has been provided.

Event description:
It was reported that the patient is supposed to see the surgeon for follow-up after explant and that it is unsure if the patient will undergo reimplant of the vns. The patient reported that, tons of puss started pouring out of the wound; and that she had to go to the hospital for four days.

Event description:
It was reported via social media comment by the patient that she started getting sick and experiencing pains at the chest vns incision site after implant. The patient was informed by her physician to present to the ER where the device was removed due to the previously reported infection.